Event description:
Study patient (039-002-g-p-1). The physician successfully positioned and developed an xact carotid stent in the pt's left internal carotid artery (ica) on 03/16/2006. After the procedure, the pt had some word finding difficulties before she was transferred to the recovery room. The pt improved and recovered with undisclosed "nominal treatment", including medicine, and was discharged on 03/19/2006.